Event description:
During routine testing of the device at the service center, the service technician reported that the front cover of the blood parameter module was broken on side "b." Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.